Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated, with a 2.50x8 mm taxus express2 drug eluting stent, was located in the circumflex (cx) artery. During the procedure the shaft of the catheter fractured. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.